Event description:
Pt's attorney reports in 2000, plaintiff underwent an anterior cervical discectomy at c6-7 with arradial iliac crest graph and internal fixation performed. On or about 6/2000, the screws and locking plates used in the anterior cervical discectomy broke while pt's neck was being physically manipulated at rehabilitation facility. Subsequent x-rays of the pt's spine revealed that two screws at the c7 level fractured causing one of the plates to migrate rostrally. Pt is reported to have developed chronic neck pain, mechanical neck pain, and other injuries.